Manufacturer narrative:
(B)(4). G2: foreign - the event occurred in australia. H6: proposed annex g mechanical (g04) - head. Multiple MDR reports were filed for this event. Associated reports are available for the applicable concomitant products below in the d10 narrative. D10: associated product information, part (lot): -unknown glenoid (unknown). The customer has not indicated whether the product will be zimmer biomet for investigation, and the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent a revision approximately three months post-implantation due to subscapularis failure attributed to patient noncompliance leading to a component dislocation. During the revision, the surgeon changed the head to a smaller size. It was reported that no further information is available.